Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.

Event description:
Extension piece will not fit correctly onto the hub of the new incyte autoguard. Many instances of these frequently coming loose in pre op, or, and endo. Went to flush pts IV and the extension piece was completely disconnected from the hub of the new incyte autoguard. I'm not sure how long it was like this.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.